Event description:
It was reported that the ins was explanted for malfunctioning (not further specified) and the patient no longer wanted. The patient was recovered without sequelae.

Manufacturer narrative:
Accy kit model # 3550-29 lot # unknown implanted: unknown explanted unknown; lead model # 3998 lot # v111320 implanted (B)(6) 2008 explanted unknown; extension model # 37082-40 lot # nkb013249n implanted (B)(4) 2008 explanted unknown. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of neurostimulator model # 37711 (B)(4) showed ins battery reduced capacity due to overdischarge; no significant anomaly. The ins was received with no telemetry and no output from any electrode pair. The ins had been overdischarged and the telemetry was restored after one physician mode recharge. According to the trace report taken from the ins there were two overdischarge counts. The first overdischarge occurred while the device was implanted. It happened some time prior to a recharge on (B)(6)-2009 when it was recovered from an overdischarge state. The second overdischarge occurred some time after explant ((B)(6)-2010). The ins was last recharged on (B)(6)-2009 and the battery depleted to the lock mode (B)(6)-2010 which is after explant. The last recorded patient adjustments were on (B)(6)-2009. It was also observed that the #3-7 connector portion of an extension was stuck in the #0-7 connector port of the ins (likely explant damage). Final device analysis of accessory model # 3550-29 lot # unknown showed no anomaly found.